Event description:
It was reported that the user¿s insulin pump cartridge leaked overnight after a supply change, with the user detecting insulin odor and identifying leakage at the rubber stopper; the user removed the cartridge, replaced supplies, and subsequently stabilized blood glucose over approximately 12 hours, and no device alerts or alarms were reported. Investigation included complaint review and user troubleshooting guidance. Further investigation of this case revealed evidence consistent with a leaking cartridge at the stopper interface. There was no user reported symptoms as a result of hyperglycemia. Outcomes included temporary inability to maintain normal glucose levels and required user troubleshooting and education. It was concluded that, based on previously established findings for similar reports, the event was related to a cartridge leak; no hospitalization occurred, and glucose control returned after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.